Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported events of noise and high pacing lead impedance were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
During a follow-up in clinic, there were episodes of noise and increased pacing lead impedance noted on the right ventricular (rv) lead. The noise was reproducible in clinic during lead provocative testing. The lead was explanted and replaced, and the patient was stable with no consequences.